Event description:
It was reported that the insulin pump alarmed an error during the priming process. The blood glucose reading was unknown. No significant events leading to the alarm were observed. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was unable to prime during prime/ compromised force sensor system test due to faulty force sensor relay. No compromised force sensor system alarm noted. The insulin pump was received with cracked battery tube threads, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.